Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where an implant was attempted but aborted due to air was observed during connection of lap (left atrial pressure) monitoring the steerable catheter flush port . The amount of air was more than usual for teer (transcatheter edge-to-edge repair) procedure. The implant system was removed. The device was replaced. Another device was successfully implanted. The procedure was completed and mr (mitral regurgitation) was reduced from severe to none/trace. The patient was stable and discharged.